Event description:
A fistulogram of the pt's av graft showed a stenosis at the venous anastomosis. An angioplasty was done over the stenosis. Then a thrombolysis was performed with 250,000 units of urokinase. A repeat angioplasty was performed and the balloon burst. While withdrawing the balloon through the sheath, a small distal part of the balloon broke off in the graft. A repeat fistulogram did not show the balloon. A surgical thrombectomy was performed the following day and the broken balloon removed.